Event description:
The field service engineer (fse) was troubleshooting high mals offsets and latron issues on the customer's unicel dxh 800 coulter cellular analysis system when he discovered an accumulation of fluid at seams of the flow cell. The customer was unaware of the leak which was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) was bleaching the flow cell and during the flush procedure found the flow cell leaking cleaner which seemed to be collecting around the seams of the flow cell outlet port. The fse ordered and replaced the flow cell, performed standard service procedures after installation and verified and validated the system. Bec internal reference to this event is (B)(4).